Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The device had the following cosmetic damage: cracked at the display window corners, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip.

Event description:
Customer reported via phone call, the buttons on the insulin pump are not responsive. The customer does not know his blood glucose level. Customer agreed to return the device for analysis.